Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, the drill was fractured in the procedure and it was not possible to remove the fragment. This report involves one 2.0mm drill bit qc 110mm 30mm calibration. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: manufacturing location: inspected, packaged, sterilized and released by: monument / supplier- (B)(4). Release to warehouse date: 23-nov-2023. Expiration date: 01-feb-2033. Part number: 03.133.100, 2.0mm drill bit qc 110mm 30mm calibration. Lot number: 79p6407 (non-sterile). Lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.133m100, 2.0mm drill bit qc 110mm. Lot number: u367861. Lot quantity: (B)(4). Inspection instructions met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. D4: device expiration date corrected